Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Since the issue persisted even after attempting to load a new cartridge, technical support decided to replace the pump. The customer planned to use a backup insulin pump to maintain insulin delivery.